Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced groin and thigh pain following the implant procedure. The device was removed and the symptoms resolved over time. The patient was experiencing effective relief for their chronic pain prior to device removal.